Event description:
Caller alleged discrepant and imprecise test results from inratio. Reported results were : date unknown, inratio 1.1, lab 4.1, date 03/15/06, inratio test 1 1.5, inratio test 2 1.5, date 03/15/06 1.9, inratio test 2 2.2.